Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a universal seal to perform failure analysis. The universal seal was analyzed and found to be broken at the luer fitting. The broken piece was still attached to the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal was observed to have valve damage. The procedure was being completed as planned using a backup universal seal. Intuitive surgical, inc. (Isi) followed up with a nurse from the site and obtained the following additional information: x-rays were taken after the operation, but there was no fragment detected, and the patient was discharged. It is unclear if any fragments actually fell inside the patient.